Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, indicative of high voltage being detected on lead during a charge. This code should have been detected awhile back when the patient was hospitalized for a sustained ventricular tachycardia episode in which the ICD did not provide effective therapy, but this was missed by the hospital at the time. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not reveal any abnormalities. An x-ray taken of the header of the device noted that the plasma fuse had been damaged. This type of damage is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). The allegations in this complaint were confirmed through product analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, indicative of high voltage being detected on lead during a charge. This code should have been detected awhile back when the patient was hospitalized for a sustained ventricular tachycardia episode in which the ICD did not provide effective therapy, but this was missed by the hospital at the time. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.